Event description:
The customer reported that the device jaws could not be re-opened while applied on tissue. The method of removal of the device was not provided by the customer. Add'l questions regarding the incident have been asked to the customer. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.